Event description:
It was reported that during a ptca treatment procedure, the tip of the pt2 moderate support 300 cm j-tip guidewire fractured inside the pt's body. Attempts to remove the retained with a snare were unsuccessful.